Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump to a power source. Reportedly, the alert cleared and the pump successfully began charging after leaving the pump plugged into the power source. In addition, it was reported that the battery gauge was fluctuating and the pump reset unexpectedly. Reportedly, the customer re-loaded the cartridge and resumed insulin therapy. Customer¿s blood glucose was 129 mg/dl.